Manufacturer narrative:
H.6. Investigation: six photos and one loose threaded lock hub were received and evaluated. A visual/microscopic evaluation was performed on the returned device, no physical or molding defects were observed. No damaged was observed to the threads or the micro threads. There were no missing or damaged to the luer lock ears. The returned device did not display any adverse characteristics that would contribute to the defect the customer experienced. It is unknown what kind of connector was used during the reported incident; therefore, it is impossible to verify if a compatible connection device was used during use. The defect connections issues was not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd¿ threaded lock cannula had a loose connection with the mating component during use. The following information was provided by the initial reporter, translated from japanese to english: "during using the threaded lock cannula in an endoscopy room, the hcp noticed that its connection became loose and thus stopped the use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ threaded lock cannula had a loose connection with the mating component during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during using the threaded lock cannula in an endoscopy room, the hcp noticed that its connection became loose and thus stopped the use."